Manufacturer narrative:
Lot number and device manufacture date provided. The hardware investigation found that the reported event was related to a hardware issue with an attached concomitant component. The clamp was attached to the tracker with a damaged mounting screw. Once removed from the tracker, the clamp functioned as intended with no fault found. The related issue with the attached tracker was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement suretrak2 medium clamp shipped to site 06/15/2016. No parts have been received by manufacturer for analysis. No further issues have been reported. Part not received by manufacturer

Event description:
A medtronic representative reported that a site's sterile processing department discovered screws are stripped on their suretrak2 medium clamp and they were unable to remove the tracker from the clamp. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.